Event description:
It was reported that the left atrial (ra) lead exhibited noise. Programming changes were made. The patient was stable throughout.

Event description:
New information received indicated that no programming changes were made.